Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was oversensing observed on the right atrial (ra) channel of this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) reviewed device strips, and determined the clinical observations were related to respiratory rate trend (rrt) oversensing. In addition, it was reported that the ra lead impedance measurements have exhibited excursions in increased range. No out of range impedance measurements have been reported. Ts discussed troubleshooting and programming options. Subsequently, the device was reprogrammed. No adverse patient effects were reported. This product remains in-service. Additional information has been received that this non-boston scientific right atrial (ra) lead exhibited high out of range pacing impedance measurements, now measuring greater than 2000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was oversensing observed on the right atrial (ra) channel of this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) reviewed device strips, and determined the clinical observations were related to respiratory rate trend (rrt) oversensing. In addition, it was reported that the ra lead impedance measurements have exhibited excursions in increased range. No out of range impedance measurements have been reported. Ts discussed troubleshooting and programming options. Subsequently, the device was reprogrammed. No adverse patient effects were reported. This product remains in-service.